Event description:
It was reported that after two days of implant, this right ventricular (rv) lead exhibited loss of capture (loc). Subsequently, this rv lead was explanted and replaced with a boston scientific rv lead. Nonetheless, when the physician connected the new rv lead to the pacemaker, it exhibited loc as well. The physician connected the rv lead to the pacing system analyzer (psa) and the measurements were all as expected. Moreover, the pacemaker was explanted and replaced with a new one and capture was successful on the new rv. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).